Event description:
Boston scientific received information that the patient was hospitalized for non-cardiac reasons. Upon device interrogation, several attempts with multiple programmers to interrogate this device were unsuccessful. Technical services was consulted and recommended to consider the patient unprotected and to explant the device. A local sales representative noted that the patient was undecided if a device replacement procedure was to occur. Approximately one month later the device was explanted and replaced.

Manufacturer narrative:
The product has been returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly evaluated. Visual inspection of the device header and case noted a dent on the bottom edge of the device case. It was confirmed that the device had no telemetry and a memory download could not be performed. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order to assess the internal components. Initial electrical testing revealed that the transformer had failed, resulting in electrical overstress damage to the power supply circuitry. Detailed analysis determined the inability to interrogate this device was due to the electrical overstress damage. This resulted in a high current drain, which depleted the battery more quickly than expected.